Event description:
It was reported that the implantable pulse generator (ipg) was malposition in the pocket, and patient could only charge while standing up or when manually pressing the charging unit upwards. It was also noted that the pocket site was painful to touch. The patient underwent a revision procedure wherein the ipg was repositioned closer to midline while still in the left flank. The patient was doing well postoperatively, and the device remains implanted and in use.